Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0504 - leak / splash. Patient problem code: f24 - insufficient information. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported that we have had/have problems with protecor 51 product number 515107. It has often leaked liquid when we bottled it. Are we doing wrong or product wrong?